Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05192 it was reported that after experiencing multiple falls, the patient experienced ineffective stimulation and autoreducing due to lead fracture. Lead diagnostics also showed there were impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.